Event description:
It was reported that the patient experienced ineffective therapy due to all high impedances on one lead. Surgical intervention may take place in the future to address the issue. It is unknown which lead caused/contributed to the event.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10027955.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected: patient weight, device information.

Event description:
Additional information was received, revealing that the s1 lead was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.